Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said they have been having a lot of trouble with trying to charge their ins and with having a return of symptoms since the middle of (B)(6).  Pt clarified the trouble they have been having with charging is that they are getting service codes 1707 and 3604. Pt reported when they are sitting for a couple hours and get up their pad is totally soaked. Pt reported on call when they moved "everything runs out of me". Pt stated they have tried increasing stimulation due to this and stated that seemed to help with pt's symptoms initially, but then pt's symptoms would come back. Walked pt through checking therapy status on call. Pt mentioned they can feel "bump" where implant is and clarified they mean that this is the normal feeling of implant. Pt confirmed therapy is on at 1.3v on program 1. Pt wanted to change program and changed to program 2 on the call. Pt increased stim to 1.1 on program 2 and stated stim was too strong that pt almost "kicked" their husband. Pt decreased stim down to 0.9v on program 2 and confirmed feeling stim comfortably. Pt will monitor symptoms now that change was made and will follow up with hcp if still not seeing an improvement. Pt stated they think their return of symptoms may be related to pt not being able to charge ins as noted above. Revie wed therapy and ins battery information. Walked pt through charging ins on call and pt confirmed charging ins with excellent connection at end of call. Pt stated ins is 30% charged. Pt will continue charging ins fully and will call ps back if needing further assistance charging. Redirected pt to hcp to discuss symptoms. Pt mentioned they have drs appt. Scheduled for later in (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID wr9220 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stated not able to schedule with patient to get there due to distance from the office. The provided information has been confirmed with the physician.